Manufacturer narrative:
(B)(4).

Event description:
Received info the pt has never had therapeutic effect since implant. He has difficulty walking affecting both legs and slurred speech. States he has been bed ridden since ins was implanted. Pt states the hcp had difficulty placing a lead. Hcp is concerned about the lead and/or the extension connection. Pt is scheduled for an MRI on (B)(6) 2011 and then a follow up appointment with his hcp on (B)(6) 2011. Hcp would like a medtronic representative to be at the appointment. Additional info reports the pt falls 4-5 times per day because his legs freeze. Following a fall he lost therapeutic effect. Pt fell badly on his head last week and had to have an MRI to confirm placement and no internal bleeding. Additional info has been requested and if received a follow up report will be sent.